Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set bent cannula event on (B)(6) 2026. The blood glucose level was 427 mg/dl with large ketones and was treated with multiple daily injections [mdi]. The patient experienced symptoms of nausea. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.